Manufacturer narrative:
E1 - this complaint was received through: (B)(6). The investigation is pending completion. Upon completion a supplemental MDR will be submitted.

Event description:
A complaint was received regarding a 9" (23 cm) appx 0.58 ml, smallbore bifuse ext set w/2 microclave¿ clear, 0.2 micron filter, 2 clamps, rotating luer that experienced crack and leakage. It was reported that there was a crack on the filter, causing the tpn fluid to leak. There was patient involvement and no human harm.

Manufacturer narrative:
Received one used list #mc330532, 9" (23 cm) appx 0.58 ml, smallbore bifuse ext set w/2 microclave¿ clear, 0.2 micron filter, 2 clamps, rotating luer. As received, the outlet filter was observed to be wetted out. The reported complaint of a leak could be confirmed. The returned sample was tested, and a leak was observed on the inline filter. The probable cause is from the temporary loss of hydrophobic properties. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. D9 - date returned to mfg: 05may2025 corrected information can be found in d2, d10 concomitant products and g2 - report source g4 - PMA/510(k) #.